Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices and two (2) photographs of the samples were provided for evaluation. Visual inspection was performed on the photos and actual samples; the reported issue was not easily identified by initial visual inspection of the actual samples or the photo samples. Functional testing was performed on the returned samples and leaks were identified from the administration spike port bonding area for both samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.